Manufacturer narrative:
Investigation results: no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. Because the condition and composition of the foreign matter cannot be identified, the root cause of this defect cannot be determined. The plant will continue to pay attention to and monitor such defects.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc had foreign matter.